Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site and conducted operational tests, which the device passed successfully; no malfunctions were observed. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer was requested to provide the patient event file and the device log; however, none were provided. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device is unable to charge and discharge n in synchronous mode. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.